Event description:
It was reported that it will sometimes function with running on normal settings. No patient involvement.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. There was intermittent cycling with multiple signs of impact damage. DHR review was done, no issues related to the original complaint were found.